Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the first catheter got kinked at an unknown date. The catheter was replaced on (B)(6) 2017. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-dec-18 from the healthcare provider (hcp). It was reported that the patient experienced swelling around the pump related to their catheter kink. The catheter kink and symptoms were first noticed on (B)(6) 2017. The cause of the catheter kink was unknown, but the issue was considered resolved. The patient's weight at the time of the event was reported. It was noted that the patient's last follow-up appointment was on (B)(6) 2017 at which time the patient's device was working. The patient was lost to follow-up after this time. It was noted that the actual surgeon had left the practice. No further information was provided.